Event description:
The customer reported that he is having issues with the mean airway pressure (map) on the ventilator. He said that the map will only go as high as 12cm. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.